Manufacturer narrative:
Concomitant medical products: bd 10ml syringe 0.9% sodium chloride injection usp lot 521511c exp 02aug2018; therapy date unknown. The customer¿s complaint that the t-connector leaked was confirmed. Functional testing was performed; no leaks or any issues were observed. The set was pressure tested; a leak was observed at the engagement between the small bore tubing and split septum t-connector inlet port. The set's tubing engagements were lightly tugged and there was no observation of any separation. Visual inspection under magnification noted that both sides of the small bore tubing had insufficient solvent applied at the engagement. Dimensional analysis was performed; the tubing measurements were within specification. The root cause of the leak was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the small bore tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the t-connector tubing is leaking "at the juncture between the tubing, and the hard plastic end port (hub) that connects to the patient's IV site" in the nicu. Subsequent information stated the leaks occurred while attached to the patient at the time. No harm was reported, and no further information will be provided by the customer.